Event description:
The customer reported that following a t and a procedure, a patient developed burns at the oral commissure. The burn showed up a day or two after the procedure, not immediately. Incident devices were discarded by the site. The patient was between 18 and 24 months old. The burn was identified as 2nd degree. The burn was treated with ointment and kept moist.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.